Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had required to be added to allow the table in patient flow in carefusion coordination engine. A technical support specialist (tss) opened configuration, updated the settings, saved the configuration, and backed up the configuration. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the cd4b device was not added to the allowed areas table, preventing patient flow. Although cd48 was part of area cdu and cd4b was enabled on the es server, interface configuration work was still required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.